Manufacturer narrative:
(B)(4). Eval summary: there was no reported product deficiency. The reported dissection is a known adverse event listed in the zeta instructions for use (IFU). It should be noted that the IFU states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." Reportedly, no pre-dilatation was performed. The IFU also states, "pre-dilate the lesion with a ptca catheter." The reported direct stenting does not appear to have contributed to the reported complaint. Although, a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the procedure was being performed to treat the mid to distal left anterior descending artery, which was mildly tortuous and heavily calcified. The zeta stent was used in direct stenting and after deployment of the zeta stent a dissection was noted in the mid stent area. The dissection required an additional zeta stent to cover the dissection. No additional event or pt info is available.